Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens returned in pieces-unable to evaluate. Unable to perform dimensional inspection due to significant lens damage. Claim# (B)(4).

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.0/1.5/129 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2023. On (B)(6)2023 the lens was explanted due to excessive vault and intraocular pressure. The explant resolved the problem. The reporter states the cause of this event is unknown. It was reported that the patient decided to remove it and is afraid to implant it again.